Event description:
It was reported that the patient was unable to enter MRI mode due to high impedances on one lead. X-ray imaging revealed the right lead had migrated. Surgical intervention may take place in the future to address the issue. It is unknown which lead caused/contributed to the event.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 lead; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: 9. Common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000146547.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received stating that one lead migrated, and the other lead was fractured. Confirmed via CT scan, surgical intervention took place on (B)(6) 2025, where the leads were explanted and replaced to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.